Event description:
It was reported that an angio-seal was used post procedure. The patient had an acute mi (myocardial infarction) and complained of groin pain after the procedure was completed. An ultrasound revealed a pseudoaneurysm. The patient received a thrombin injection. The patient was recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. That angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.